Event description:
Additional information received notes that that patient experienced syncopal episode. The physician was concerned, since the patient had a pacemaker and observed a 2 second pause after premature ventricular contractions during electrocardiogram. However, the physician was was not able to produce a recording of that event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for device interrogation for an unrelated health condition. Interrogation revealed right atrial lead noise possibly resulting in pacing inhibition. Noise was reproducible and programming interventions were made. The patient was in stable condition.